Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 40 infusion set cannula kinked event on 15-march-2021 after 3 or more hours of insertion. Infusion set has been used for 12-14 hours. Insertion site was abdomen. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 1.